Event description:
The following info was provided by the cook area rep based on comments made by the user: one of the blue hooks on the 6 shooter saeed multi-band ligator became separated, however, it was still attached to the string. The blue hook did not enter the pt because this occurred while loading the ligator onto the endoscope. Another device was used to complete the procedure. This occurred during the loading process; the loading catheter was not located inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: we could not conduct a completed investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If add'l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has ben initiated to reduce occurrences of blue hook detachment. Quality assurance will continue to monitor for complaint trends.